Manufacturer narrative:
Additional info b5: medtronic received additional information that pump configuration / model is a roller. There was no harm to the patient additional info d4: serial number information added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood gas flows) and the results are as follows. 157 mmhg blood side pressure drop the reason for the return was not confirmed. Correction d4.2 (expiration date), d4.4 (lot #) h4 (device mfg date): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the fusion oxygenator, a marked increase in pre-membrane pressure of 500 mmhg was observed at the 50-minute mark. Albumin and nipride (sodium nitroprusside) were administered, which had no effect. Epoprostinol was given at a full dose, and additional anticoagulant was administered. The patient was rewarmed and hemodiluted. The hemodynamic parameter/event was slowly resolving but not completely. Pre-membrane was measured at 500mmhg and the post membrane was measured at 87mmhg. The venous temperature was 35.5°c and the arterial temperature was 36.3°c. The use of the device was unspecified. It was unknown if there was any patient complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.